Manufacturer narrative:
The device generated an 0xcb hazard alarm indicating lvd interruption was detected. Timeouts were observed in the download data. Rotational sensor data indicates that the ratchet gear was still turning at this time. No damages or defects were found that would cause the hazard alarm. The exact cause of the reported alarm could not be determined. The exposed portion of the soft cannula was observed to be flattened and stretched. It is unknown when or how this damage occurred.

Event description:
It was reported the patient's blood glucose level rose to >250 mg/dl while wearing the pod longer than 48 hours. It was reported by the patient that the pod was alarming during operation.